Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an operating room (or) staff member reported an issue where the monopolar curved scissors (mcs) instruments were not functioning properly, with monopolar/coagulation energy firing intermittently. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related errors. The system setup showed the mcs instrument on the universal surgical manipulator (usm) arm 3 with cut and coagulation set to 3. The tse suggested using a new energy cable, instrument, or rebooting the generator. However, the staff mentioned that in a previous case, they already used a new instrument and energy cable, but the issue persisted. The surgeon was unwilling to try these again. Additionally, they were unable to reboot the generator mid-case. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site elected to move to a different room with a functioning generator to complete the procedure. The procedure was converted to another dv.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The reported problem was not able to be confirmed using logs. Upon visual inspection there were no issues found that would be related to the reported event. The generator was tested using system, the unit energized and cauterized all ports and instruments without issue.

Event description:
Refer to h11 for follow-up information.